Manufacturer narrative:
Additional information was received that no further action will be taken due to a non-device related issue.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket discomfort.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket discomfort.